Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the procedure was in 2008, and during this procedure, a 3.5 x 28 mm xience v stent was deployed in the mid right coronary artery (rca) lesion. A dissection was noted proximal to the deployed stent. The dissection required treatment with an additional 4.0 x 12 mm xience v stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection, in the IFU and risk assessment matrix, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although, a conclusive cause for the pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.